Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the atrial channel. As a result the minute ventilation feature was disabled. Boston scientific technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported.